Event description:
It was reported that when using the bd pyxis¿ es server, the user remotely connected to the server, the screen displayed a black screen. Rdp did not work when attempting to connect from the prod server to the test server. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, a technical support specialist (tss) observed that the test server es showed a blank screen during remote connection, although command access, file transfer, and system information were still accessible. The production server es functioned normally, confirming the issue was isolated to the test server. Rdp connectivity from the production server to the test server also failed. Rss (remote support service) monitoring indicated that the e: drive was full and no data had been purged for over 48 hours. The customer did hard reboot, but showing black screen. The tss confirmed that there was no e: drive on the machine, as it was a desktop running windows 10 pro with only a c: drive. The tss only provided the test server machine and its ip address, with no involvement in its setup. The system was configured by bd, who later took it offline. The tss closed the case.